Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage, (see photo). Performance analysis: while rinsing the device there was a leak, (see photos). Conclusion: reason for return was confirmed. Unit will be held in brooklyn park. Conclusion: based on the investigation results can be concluded that the following root causes lead to the origination of the failure mode - supplier shipped material with gap between top and body of filter - filter pass inspection based on requirements per specification - filter was assembled without any quality issue during manufacturing complaint is confirmed for leakage. Analysis found a leak between the top and body of the filter. After evaluation this complaint was determined to be a supplier-related issue. Supplier confirmed that the gap that caused the leakage was caused by a misalignment of the welding plates which had a damaged teflon that was causing the alignment problem. This triggered the update of the maintenance procedure to improve the timing of the inspection of the plates to avoid future misalignment the impacted material prior to the corrective actions (prior to (B)(6) 2021) from the supplier will be rtv¿d. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from (B)(6) 2021 through (B)(6) 2022 for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file pfmeca document ((B)(4)) indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure (sop297). This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this custom tubing pack, the customer reported that the pre-bypass filter leaked during priming. After the pre-bypass filter was removed, priming continued. The custom tubing pack was used to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information: the same leak did not appear in multiple packs. It was asked but unknown whether there was any visible air in system/tubing. There was no damage to the device, the packaging or other contents within the package.